Event description:
The pump was returned to animas. During investigation, an electrical component in the force sensor circuit was found to be dislodged. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1: (B)(6) 2013. Device history record review was conducted on (B)(4) 2012, with the following findings. During the pump load step, the pump failed to detect the cartridge. The pump was opened and an electrical component in the force sensor circuit was found to be dislodged on the printed circuit board. (B)(6).